Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a bug in the report generated in the carelink. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was not performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7350.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating daily and weekly review reports for the user in carelink support application and observed that this is expected not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event that there is no evidence to suggests to assist with the resolution , we provided below feed back to helpline this is not an issue , the daily review report displays data for a single day with a larger scale of 1 hour per cell. In contrast, weekly review uses a coarser scale of 3 hours per cell, as it displays 7 days on a single page. The first bolus amount seen in the daily review report is 4.15 which has actually started at approximately 10:30 am not 1::20 am as seen in the report, this is because when a large number of boluses are delivered in a short time, they spread out to ensure all of them are visible. A line on top of bolus indicates the time it was initiated. In weekly review report this is not visible at 1:20 since it is added up and displayed within the 3 hour period. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue could be assumed due to lack of user training we are proceeding to close this ticket as we have received response requesting to close the ticket medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.